Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The biomed/hospital team reported upon an automated impella controller (aic) with purge disc issues. The purge cassette would not seat/fit into the console. No patient use or harm/injury noted.

Manufacturer narrative:
The investigation for the reported controller purge disc issues has been completed. The controller and the data logs were returned for evaluation. The device was evaluated and the reported failure was unable to be reproduced. There were no signs of glucose leaks in or around the purge. Data analysis performed found that on 10/27, the controller would not progress past start. If the purge motor shaft was unable to rotate, the purge cassette cannot be inserted if the tooling is not aligned. The root cause of the aic issue could not be determined since the issue could not be produced. However, there most common cause of the reported issue is glucose build up in the purge assembly since that is the most common cause for the purge motor to not be able to rotate. The purge motor was most likely blocked causing the purge cassette to be unable to be properly connected.